Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent move on balloon occurred. The target lesion was located in the left anterior descending artery. A 4.00x38mm promus premier" drug-eluting stent was advanced to treat the lesion. However, the stent failed to cross the previously implanted stent. It was then noted that the stent was damaged and partially pulled off from the stent delivery system. The device was completely removed from the patient. No patient complications were reported and the patient's status was fine.